Event description:
During the initial implantation of the left ventricular (lv) lead, it was not possible to remove the stylet from the lv lead. The lv lead was not implanted, and a new lv lead was successfully implanted to resolve this event. The patient was stable.